Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported that during impella cp support for 43-year-old male patient, the automated impella controller (aic) displayed a low purge pressure alarm. The purge cassette was exchanged but the alarm was ongoing. Therefore, the aic was also exchanged but the issue continued. Following unsuccessful troubleshooting, the decision was made to exchange the impella for a new one. The issue resolved and the patient was noted to be stable. There was no reported patient harm.

Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The impella cp pump was returned for evaluation was visually inspected. Dried blood was observed along the cannula and inlet/outlet cages. Dried blood was dissolved to clear observation. Biomaterial was found around impella. No other abnormalities found. The cause of the low pump flow was biomaterial ingest.